Manufacturer narrative:
Follow-up # 2 ¿ ((B)(4) 2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 1 and 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging an error 4 message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (09/18/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 9/12/2013 with the following finding: the test strips involved with this complaint were evaluated and er4 was observed with control solution testing.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (1/14/2014)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the error 4 was confirmed with further investigation for the subject test strip lot#. Tga testing performed ruled out vial exposure as a cause of the error 4 messages. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.